Event description:
It was reported that during the implant procedure of a transcatheter bioprosthetic aortic valve transient complete heart block developed. This prolonged the hospitalization. Symptoms were not reported. Treatment was not required. The event resolved the same date as onset. The physician indicated the event was causal to the transcatheter valve.

Manufacturer narrative:
Continuation of d10: product ID: unknown dcs; product lot/serial number: unknown; product type: delivery catheter system; implant date: n/a; explant date: n/a; product ID: unknown cls; product lot/serial number: unknown; product type: compression loading system; implant date: n/a; explant date: n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.